Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested and the reported issue of misalignment in the touch position could not be confirmed. The pil technician reported the touchscreen flex circuit passed all resistance testing. The pil investigation resulted in a no problem found conclusion.

Event description:
Philips received a complaint from customer reporting the touchscreen of the v60 ventilator was misaligned. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse attempted a touchscreen calibration but the issue persisted. The pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.